Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rezg1931 showed one other similar product complaint(s) from this lot number.

Event description:
Nurse reported that the small connection part of the catheter was torn. Catheter was in situ for two months. No patient injury reported

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 7fr d/l hickman repair catheter. The sample terminated just distal of the molded joint. Usage residues were observed throughout the sample. The sample was received in two segments which shared a complete break in the white-luered extension tubing, just distal of the clamping over-sleeve. An attempt to infuse water through the sample using a 12 ml syringe revealed both segments to be independently patent to infusion and aspiration with no observed leaks. Tactile inspection of the sample revealed abundant tensile weakness throughout both extension tubes. Microscopic inspection of the distal end of the sample revealed striations typical of a sharp instrument cut. Microscopic inspection of the shared break revealed sharply defined fracture edges. The fracture edges exhibited partially striated and partially granular fracture surfaces. The striated regions of the shared break surfaces were consistent with contact with a grind-sharpened instrument such as a scalpel. The granular break texture and tensile weakness were consistent with tensile (pulling) damage. It appeared that damage was initiated by sharp instrument contact and was propagated by pulling. The product IFU states ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material.¿